Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge remained static at 55 units despite the pump being used for therapy. Additionally, multiple air bubbles and gaps were observed along the infusion set tubing. Blood glucose level was 209 mg/dl. The customer primed the air out of the tubing to resolve the issue.